Event description:
It was reported that the device was difficult to remove. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, after inflation, the ballon felt sticky during withdrawal and tightness was experienced during removal. The procedure was successfully completed with and the device was able to be removed. There was no patient complications reported.